Event description:
It was reported that the pt experienced a burning sensation at the device site and across their back when the stimulation was turned on and off. The pt underwent a revision to the pocket site. Nothing was found in the pocket that would indicated burning. The pt was doing well.